Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise. It was determined that the cause of the unusual noise was due to worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to exposure to organic debris and materials which led to corrosion and normal component wearout. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on an animal, it was observed that the bearings in the quick coupling device were ¿going out¿. As a result, there was a four minute delay in the surgical procedure. An identical spare device was used to complete the surgery successfully. There was no human patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, reliability engineering evaluated the device and observed that the device was vibrating as well. It was determined that the cause of the vibration was due to wear on components from use. Therefore, the reported condition was still confirmed. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 12, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.